Manufacturer narrative:
Maquet evaluated the device and determined that the most likely cause of the light detachment is a missing screw at the retaining ring. This allowed the retaining ring to move out of position and the light head to separate from the arm. The yearly maintenance program in the xten operating manual includes a verification that " the snap ring is present and in the right position". The light was removed from service pending replacement of the spring arm.

Event description:
The customer reported that the cupola fell near to the patient. No injuries were reported. (B)(4).